Manufacturer narrative:
Vyaire complaint #: (B)(4). Device evaluation: d10, g4, g7, h2, h3, h6, h10. Results of investigation: the vyaire failure analysis lab (fa lab) received the suspect component and performed a failure investigation. The component was visually examined and had a damaged o2 sensor cable. A new o2 sensor cable was installed into the component and it was tested. The component returned by the customer was tested however the fa lab was not able to confirm or duplicate the problem reported by the customer. The root cause could not be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the avea ventilator has experienced intermittent inop error message and bad cal fcv. Vent passes the fcv calibration but this did not resolve the issue.